Event description:
The user facility reported that the housing broke at the weld found in sterile processing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Event description:
The user facility reported that the housing broke at the weld found in sterile processing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
Corrected data: d9/h3, g1 h3 other text : device not available.

Event description:
The user facility reported that the housing broke at the weld found in sterile processing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.